Event description:
It was reported by the user site that prior to a 3dimensions procedure on (B)(6) 2026 that the c-arm moved downward on its own while a patient was on the c-arm and subsequently became unresponsive to any movement commands. No user or patient injuries were reported. Hologic technical support recommended inspection of all switches, including the footswitches, and checking the rear gantry fuses and pmc drawer front fuses for possible causes of the unresponsive condition. A hologic field service engineer (fse) was dispatched to investigate the device and observed an intermittently functioning footswitch. The fse replaced the footswitch, tested all footswitch buttons on both switches, tested all c-arm control buttons, could not reproduce the unintended movement or loss of responsiveness, and verified that the system is now operating according to manufacturer specifications. No further information is currently available.